Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level reported. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and instructed to reach out if the issue occurred again.